Event description:
It was reported that the physician noted the lead slack had been lost. It was noted that the lead slack had become insufficient although it was not so severe as to cause dislodgement. The lead was revised and remains in use. No patient complications have been reported as a result of this event.